Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One 01-0046 was received for evaluation. Visual inspection found no defects. The customer reported that during a procedure, the wand detected a sponge when one was not present. The reported condition was not c onfirmed. The investigation found the device detected the sponges correctly when present and did not detect sponges when they were not present. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the wand detected a sponge when one was not present. A second wand was connected to the console, which worked correctly to confirm that no sponge was present. No patient injury occurred or medical intervention was required.